Event description:
Facility stated that the caregivers were transferring the patient from a wheelchair to a bed with a rhl450-1 hydraulic lift when the top of the hydraulic pump broke off causing the patient to fall approximately 3 feet to the floor. Patient was transported to the hospital for x-rays, showed that she had an l1 back fracture.